Manufacturer narrative:
The customer¿s report that the tubing broke off when the IV pump door opened could not be confirmed because the product was not returned for failure investigation. A picture of the set was provided by the customer. However; no damages were observed per picture received. The root cause of this failure was not identified.

Manufacturer narrative:
Gtin number for item: (B)(4), lot: 16113108 is 07613203021012. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing broke off when nurse opened door of IV pump while connected to the patient's subclavian central line. There was no patient harm.